Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue where a bolus did not push through insulin. Customer's blood glucose was 10 mmol/l. Customer stated that they have had lots of high blood glucose and the pump is not pushing through the insulin. Customer will be sent a loaner pump.